Event description:
It was reported that this pacemaker exhibited farfield r-wave oversensing and inappropriate atrial tachy response (atr). Technical services (ts) was consulted and recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.